Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event was received on 2016-10-17. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report (asr) that would have been due on 2017-01-31. The lead was returned and analyzed and subsequently tested out of specification on 2017-01-17, thereby disqualifying the event from reporting via asr. The event now qualifies for submission via the bi-monthly timeline. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) system was removed and re placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.